Event description:
It was reported that the cc4204a collamer single piece lens was implanted and removed. There was a tear. No patient injury. Additional information was requested but not yet forthcoming. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
Brand name: collamer ultraviolet- absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Product evaluation: method - lens work order search results : visual inspection of the returned lens showed tears in the lens and a piece of the haptic was torn off and missing. There was a clear surgical residue on the lens. A lens work order search was performed and there were no similar complaints found. Conclusion (unable to confirm): based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).